Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom, "keypad issue", was reproduced when a stuck key was experienced during device evaluation. The keypad required replacement. The device history record (DHR) review was completed and did not determine the complaint is related to the manufacturing of the product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experience an unspecified issue with the keypad. There was no patient involvement. No additional information is available.